Manufacturer narrative:
A follow up report will be submitted once the failure investigation has been completed. Per 803.52(f)(11)(iii), the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Event description:
It was reported that on (B)(6) 2025 at approximately 1930, during a "condition c event" for a patient, the device allegedly began emitting "smoke." At the time of the event, a 500ml normal saline bolus was infusing, and the ICU (intensive care unit) nurse was in the process of hanging norepinephrine to treat the patient's blood pressure condition. Shortly after initiating these interventions, the device, plugged into the "gray wall outlet" began to emit a "smell consistent with burnt plastic or an electrical fire". Per report, "the amount of visible smoke was minimal (comparable to the smoke from a recently extinguished candle)". The ICU rn quickly unplugged the pump and all connected lines and handed the device to another staff outside the patient room. There was patient involvement but no harm.

Manufacturer narrative:
Omit: b21 - type of investigation not yet determined, c21 - results pending completion of investigation, d16 - conclusion not yet available. Additional information: device eval by manufacturer? , imdrf annex a,g,b,c,d codes, remedial action required, remedial action # and manufacturer narrative. A device history record, complaint history review, and risk review on failure modes are performed on each device with reportable malfunction(s) along with other methods of investigation as coded in section h6 of this MDR report. Investigation summary: the reported event of 'device smoking, burnt smell' was confirmed and replicated through laboratory testing and inspection. An internal and external inspection of the returned suspected devices was carried out, and it was observed that some iuis were contaminated, with burnt pins and/or the presence of liquid. A functional testing was performed on all the returned suspected devices, and shortly after being connected, a burning smell and smoke began to emit from the iui¿s. After replacing the iui's of the returned suspected devices, a preventive maintenance (pm) test was performed on all devices using the alaris system maintenance v.12.3. All devices successfully passed the tests without any complications. Finally, a functional testing was performed again. All devices were connected and programmed with an infusion rate of 10 ml/h for 48 hours. During the testing period, no alarms, error or failures were observed. A review of the logs was conducted, and no records of malfunctions or issues related to the reported event were found. On the date of the event reported by the facility (may 10, 2025), channel a was programmed with a rate of 999 ml/h and a vtbi of 500 ml for pump module s/n (B)(6). Pump module s/n (B)(6) was not programmed, and pump module s/n (B)(6) was not connected until may 29, and was also not programmed. The user manual v12.1 (dir: 10000392699) notes that regular inspection for damage is required before usage and that failure to perform can result in improper instrument operation. The bd alaris system¿ cleaning and disinfecting procedures state the approved cleaning solution for use are: pdi super sani-cloth® germicidal , disposable wipes. Clorox healthcare® bleach germicidal wipes. Dispatch® hospital cleaner disinfectant towels with bleach. Metrex caviwipes¿ bleach disinfecting towelettes. Proper care and maintenance are essential for keeping the alaris system in good condition. To ensure efficient operation, use the recommended cleaning products and follow the correct cleaning and inspection procedures. Additionally, only use disinfectants approved by bd to clean and disinfect the bd alaris system. Use of unapproved chemicals or methods can result in damage to the bd alaris¿ system or incorrect device operation. Do not use the following chemicals: acetone, ammonia, aromatic solvents (examples: benzene, naphtha, paint thinner, toluene, xylene), chlorhexidine gluconate (chg), chlorinated solvents (example: trichloroethane), diethyleneglycol monobutyl ether, ethylene glycol monobutyl ether/2-butoxyethanol/butyl cellosolve¿ solvent, mhyl ethyl ketone (mek), nonhealthcare-grade solvents and solutions, quaternary ammonium chloride-based compounds (examples: dipropylene glycol n-propyl ether n-alkyl [c12-18], dimethyl benzyl ammonium chloride, n-alkyl [c12-14] dimethyl ethylbenzyl ammonium chloride), solutions containing phosphoric acid (example: foamy q & a®), undiluted alcohol. Do not use these methods of disinfection: uv (ultraviolet) light, radiation. Use of unapproved disinfectants can result in incorrect device operation. Do not return a damaged device to patient use. Damaged devices can result in patient harm. Send the damaged device to biomedical engineering for repair. The system was being used for treatment purposes as intended per 21 cfr 820.198(d)(2). Root cause: the root cause of the reported event involving a 'device smoking, burnt smell' could not be determined; however, laboratory testing and inspection, corroborated the event as reported by the facility. Note that this report lists imdrf annex a1801 code not associated with the reported event but identified as reportable malfunctions observed on the device during investigation are unrelated to the reported issue. These other failures presumptively did not cause or contribute to the reported issue. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Event description:
It was reported that on (B)(6) 2025 at approximately 1930, during a "condition c event" for a patient, the device allegedly began emitting "smoke." At the time of the event, a 500ml normal saline bolus was infusing, and the ICU (intensive care unit) nurse was in the process of hanging norepinephrine to treat the patient's blood pressure condition. Shortly after initiating these interventions, the device, plugged into the "gray wall outlet" began to emit a "smell consistent with burnt plastic or an electrical fire". Per report, "the amount of visible smoke was minimal (comparable to the smoke from a recently extinguished candle)". The ICU rn quickly unplugged the pump and all connected lines and handed the device to another staff outside the patient room. There was patient involvement but no harm.